Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 2 months post implant of kugel patch, patient was diagnosed with material deformation and pain thereby underwent repair with removal of mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with ventral incisional hernia and a left spigelian hernia, thereby underwent open repair with the implant of kugel patch (device #1) on 13-dec-2012. Per operative notes, ¿two separate hernias were identified. Both hernia sacs were converted into one, excised and was closed via preperitoneal approach with a kugel patch (device #1) using sutures.¿ (B)(6) 2016 - patient was diagnosed with left lower quadrant pain due to mesh and recurrent right spigelian hernia, thereby underwent laparoscopic repair with removal of kugel patch (device #1), implant of ventrio mesh (device #2) and synthetic mesh. Per operative notes, ¿a small right-sided spigelian hernia was noted and this was repaired with a ventrio hernia patch (device #2). The hernia patch was placed in the anterior abdominal wall using sutures. In the left lower quadrant, the kugel patch (device #1) was noted to be folded and it was removed. Then a synthetic mesh was used to secure the fascia using sutures.¿ attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, other organ perforation, pain, hernia recurrence, bowel obstruction and emotional injuries.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with ventral incisional hernia and a left spigelian hernia, thereby underwent open repair with the implant of kugel patch (device #1). Per operative notes, ¿two separate hernias were identified. Both hernia sacs were converted into one, excised and was closed via preperitoneal approach with a kugel patch (device #1) using sutures.¿ (B)(6) 2016 - patient was diagnosed with left lower quadrant pain due to mesh and recurrent right spigelian hernia, thereby underwent laparoscopic repair with removal of kugel patch (device #1) and implant of ventrio mesh (device #2) and synthetic mesh. Per operative notes, ¿a small right-sided spigelian hernia was noted and this was repaired with a ventrio hernia patch (device #2). The hernia patch was placed in the anterior abdominal wall using sutures. In the left lower quadrant, the kugel patch (device #1) was noted to be folded and it was removed. Then a synthetic mesh was used to secure the fascia using sutures.¿ attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, other organ perforation, pain, hernia recurrence, bowel obstruction and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum #1: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 2 months post implant of kugel patch, patient was diagnosed with material deformation and pain thereby underwent repair with removal of mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum #2: h11: this supplemental emdr is submitted to correct expiry date and UDI no. Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: d4 (expiry date, UDI no.) Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.